Manufacturer narrative:
Investigation on-going. Should relevant additional information / investigation results become available, a supplemental medwatch report will be submitted.

Event description:
It was reported to aesculap inc. That a sovereign atr.grasp.fcps d:5/360mm w/rat. (Part# pl232r) was used during a robotic hysterectomy and sacral colpopexy procedure. According to the complainant the jaw of the instrument broke during the procedure. There were no pieces that detached or were retrieved; an x-ray was taken and results confirmed that no fragments remained in situ. Additional information was not provided. The adverse event is filed under aic reference (B)(4).

Manufacturer narrative:
Correction: d4 UDI number. Additional information: d4 lot number. D9 device returned to manufacturer. F9 approximate age of device. One (1) sample provided was returned to the manufacturing site for technical evaluation. Results of the investigation determined visually that there was a fracture in the hinge area. The broken adapter part is severely damaged and has material build-up or friction points. This indicates an overload situation. The device quality and manufacturing history records (DHR) review found the device was manufactured according to specification. There are no similar complaints against the reported lot number with this error pattern. Based on the investigation findings, the cause of the damage was unable to be determined. As a result, the reported failure could not be confirmed to be a manufacturing related issue.